Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of high blood glucose readings and excessive no delivery from the insulin pump. The customer's blood glucose reading was 24.5 mmol/l. The customer stated that they received no delivery alarms for the past 3 weeks. The customer was advised to disconnect the tubing and reservoir. The customer was advised to replace the plunger and manually push the plunger very slowly while keeping the reservoir straight and ensure insulin exited the tubing. The customer stated that insulin did exit and the pump did not alarm no delivery. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump passed the functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No excessive no delivery alarms were noted. The pump had no physical damage.